Event description:
In 2009, the pt reported he woke up this morning with an elevated blood glucose reading of 185 mg/dl with his normal range being 80-120 mg/dl. Symptoms were feeling shaky and emotional. He treated his reading by bolusing 6.5 units of insulin and exercised for 22 minutes. He stated 1 hour later his reading was 238 mg/dl. He disconnected from his insulin infusion device, primed and insulin flowed from the tubing. He stated he switched to insulin injections and his readings have returned to his normal range with his current reading being 92 mg/dl. The pt said he is new to pump therapy having started in early 2009. He stated he has used 10 headsets during this time. The pt was advised to try an infusion set with a longer cannula and sample infusion sets along with a guide to infusion site management was sent. A request for additional training was sent. On follow up with the pt on six days after the original date, he stated he had an elevated reading of 277 mg/dl on two days prior. He stated he bolused through his infusion device but his reading did not decrease, so he switched to injection therapy. He stated he checked his infusion headset when he removed it but there was no damage to it. On further follow up, the pt said he continues to have some elevated readings and he requested a different type of infusion set. He stated the insulin "is not absorbing into the body." The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.